Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming to check for empty reservoir. The line was clamped, and the cassette had been removed. The tubing was massaged; there was no air noted. The cassette was reconnected, and an attempt was made to start it, but it triggered an alarm instructing to remove the cassette. They powered off and removed/reattached the cassette. The pump was powered on, but the alarm persisted. They tried multiple times to remove and reattach the cassette, but the alarm always returned. The pump powered off, and the line was clamped. The drug used was trabectedin. The patient received it 4 hours early and had 20 hours left of infusion at that time. They instructed to leave the pump off and were not given supplies to flush at home. The event occurred while in use with patient at patient's home. There was no patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.